Manufacturer narrative:
D2b: pro code (product code): lit, dqy.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified inner shunt. A 5.0mm x 100mm x 75cm athletis pta balloon dilatation catheter was advanced for dilatation. However, upon first inflation at 30 atmospheres for few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No further complications occurred, and the patient was in good condition after the procedure.